Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, an endeavor sprint drug-eluting stent was implanted in the lad. At an unknown date post procedure, patient suffered cerebral infarction and was treated with medication.